Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results for 3 patient samples on a cobas e 411 analyzer (disk system). Sample 1: the initial result was <3.00 ng/ml. The sample was repeated using a competitor's method (vitros), and the result was 11.6 ng/ml. Sample 2: the initial result was 15.28 ng/ml. The sample was repeated using a competitor's method (vitros), and the result was 34.7 ng/ml. Sample 3: the initial result was 5.31 ng/ml. The sample was repeated using a competitor's method (vitros), and the result was 29.7 ng/ml. The repeated results were believed to be correct.

Manufacturer narrative:
Section d4 (lot number and expiration date) was updated. Additional sample results were provided: sample a: the initial result was 26.7 ng/ml. The sample was repeated using the vitros method, and the result was 47 ng/ml. Sample b the initial result was 9.73 ng/ml. The sample was repeated using the vitros method, and the result was 23 ng/ml. Sample c the initial result was 10 ng/ml. The sample was repeated using the vitros method, and the result was 17 ng/ml. The calibration data was not acceptable. The field service representative found the cell count was too high and the measuring cell needed to be replaced. The investigation did not identify a specific cause of the event. The investigation did not identify a product problem.